Event description:
It was reported by service report that the brakes were not holding at the foot end when pushed. It is unk if there was pt involvement, however, no adverse consequences are reported.